Event description:
Healthcare professional reported "rupture/deflation" of a non-abbvie device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Patient code: 1924. Device code: 1149, 1546. Reference report: mw5183207.